Event description:
Per additional information provided: on (B)(6) 2009 - patient was diagnosed with large umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1 & #2). Per operative notes, ¿hernia was identified. A ventralex mesh (device #1 & #2) was used for repair and secured by sutures.¿ on (B)(6) 2014 - patient was diagnosed with recurrent umbilical hernia and left inguinal hernia thereby underwent open repair with the implant of ventralex st (device #3) and bard flat mesh (device #4) and explant of ventralex mesh (device #1 & #2). Per operative notes, ¿previously placed ventralex mesh (device #1 & #2) were noted to be curled upon itself superiorly where the herniation had recurred and these meshes were removed. The incarcerated omentum was reduced, and hernia sac was excised. Then a ventralex st (device #3) was placed in the abdominal cavity and secured by sutures. Then the attention turned to the left inguinal region, once the external ring was identified, the cord structures were dissected out. Then a bard flat mesh (device #4) was placed around the spermatic cord with the apex at the pubic tubercle using sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2009) is considered to be a best estimate. This emdr represents the ventralex mesh (device #2). An additional supplemental emdr was submitted to represent the ventralex mesh(device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.